Manufacturer narrative:
2/6/1998-supplemental report #1 submitted to FDA.

Event description:
The device was used during a thoracoscopic wedge resection procedure. Reportedly, the staples did not form properly and bleeding occurred. The surgeon applied another device and resected the tissue at the application site.